Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. The tamper seal was removed/ broken on bottom case and plunger assembly. The top case was chipped out at the lower right corner and the right plunger case was cracked. Error history log review was performed and check clutch error was found. Check clutch error was found during occlusion test due to clutch halves and lead screw were found popping and slipping. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported problem was a combination of leadscrew and clutch halves were found popping and slipping due to normal wear. Actions/repairs were performed to correct the reported problem. The leadscrew and clutch halves were replaced. Preventative maintenance and all functional testing was performed.

Event description:
It was reported that routine maintenance was performed and travel coarse/ clutch error occurred during occlusion test. There was no patient involvement and no reported patient injury.